Event description:
Ous MDR - an acute rise in threshold was observed. Testing was done of all electrical values. The only abnormal value was the pacing threshold. During the extraction procedure it was noted that the lead was fixed in the rv, but had very little slack. Indeed the lead looked somewhat tight.

Manufacturer narrative:
Ous MDR.